Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure. Additional observations: ¿ fluids observed. ¿ crease flat observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side deflation (for saline implants) and further observed "hole, non-specific" during surgery. Device was explanted and replaced.

Event description:
Healthcare professional reported right side deflation (for saline implants) and further observed "hole, non-specific" during surgery. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: a right side deflation.